Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room complaining of syncope and shock. Device strips were reviewed which showed loss of capture in both the right ventricle (rv) and left ventricle (lv). This causes a long short syndrome which causes intermitent ventricular tachycardia. The device was interrogated and loss of capture was observed again in the rv and lv at max outputs which required the patient to be externally paced for several minutes until a temporary lead pacing wire was used. Technical services discussed a possible connection issue since range of motion and pocket manipulation did not show any variation in impedance readings, however noted this was unusual as more that one lead is involved.

Manufacturer narrative:
A new device was implanted and no further issues have been reported with the lv lead. Should any further information become available, this report will be updated.